Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. The user was provided with a replacement sensor as part of the resolution. B4: date of this report? 28 oct 2025. G3: date received by the manufacturer? 28 oct 2025. H3: device evaluated by manufacturer? No. H6: type of investigation updated to 4114. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 31 july 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.